Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead had high output possibly due to a dislodgement. The lead was reprogrammed to only pace in the right ventricle. The lead has a planned revision date. No patient complications have been reported as a result of this event.